Event description:
(St jude) ra bipolar impedance warning (B)(6) 2022; unipolar impedance warning (B)(6) 2022 (low impedance). Pacing spikes between p/r waves and on p-waves (boston) rv lead pacing on t-waves. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).